Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed. Customer reported that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed recurred after inserting a new battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received a21 alarmed after battery change and resets time or date to factory default due to c13 voltage leak at interface board. Device passed the displacement test, self test and failed a21 alarm test due to c13 voltage leak at interface board.